Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only a distal portion of the lead was returned in one piece measuring 39.1cm. External insulation abrasion was noted at 9.3cm to 10.1cm from the distal tip exposing the outer coil caused. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. The other damage is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.